Event description:
During a recent routine general anesthetic, crna reported that the datex-ohemda 7100 ventilator on aespire anesthesia system was malfunctioning. On examination, the ventilator was shutting off and alarming for sustained airway pressure. It would then resume after a brief period. Further examination revealed that the active scavenging system on the machine was on low suction and the reservior bag scavenging was inflated. After isolating the anesthesia machine, engineers were able to reproduce the condition by decreasing suctioning to the active scavenging system. Apparently, on the aespire and avance anesthesia systems, the scavenging unit is designed to link to the ventilator. Pressure in the scavenging system is transmitted to the pt circuit. When the pressure reaches 10 cm h2o for greater than 15 seconds, the ventilator shuts off until the pressure is relieved. In this case, there was a small amount of suction to the scavenger. This periodically relieved the pressure and made the ventilator function intermittently. Ohmeda confirms that this is by design, but have been unresponsive to rptr's concerns. Their solution is to replace the scavenger with a passive system, which is not generally used for osha concerns or replace the scavenger with a system not linked to the ventilator. Unbelievably, their standard system is the initial one rptr described. This is dangerous for two reasons: 1. It exposes the pt to inadvertent sustained pressure in the breathing system of up to 10 cm h2o for 15 seconds or <10 cm h2o for an indefinite period. 2. It causes the ventilator to shut off without warning, leaving a failed breathing circuit that is difficult to troubleshoot. Datex-ohmeda has been unresponsive to concerns. Reporter urges an immediate recall of these anesthesia systems with retrofitting of the third scavenging option, which is not ventilator-linked.